Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl due to a bent cannula. Customer treated with the pump. Customer indicated that their doctor has not been contacted and their blood glucose value was also 400mg/dl at the time of the call. Customer was advised on proper insertion, taping and site techniques. Customer was also advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. No further details given.